Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The problem (unable to charge a battery) was confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger. Device evaluation of monitor sn (B)(4) has been completed. The problem (service code 205) was confirmed. As received, the monitor was resetting. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a charger and reported that the charger was unable to charge a battery. A us distributor returned a monitor and reported that the monitor was displaying a service code 205 (av messaging data corrupt).